Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, scratched display window, broken belt clip slot. Unable to verify no button response,on or off anomaly of the screen display when pressing act button, blank display or verify alarm anomaly before and after battery change due to damaged lcd. No moisture damage on keypad traces noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 73 mg/dl. Troubleshooting was performed. The device was returned for analysis.